Event description:
A customer contacted beckman coulter inc., (bec) and reported that they have been obtaining erratic unconjugated estriol (ue3) patient and qc results on the unicel dxl 600 access immunoassay system for multiple patients from (B)(6) 2011 to (B)(6) 2012 time frame. The initial patient results were reported out of the laboratory. The patient samples were then re-tested as part of troubleshooting measures due to the erratic assay issues. Repeat values obtained were outside of the bec guidelines of <10% imprecision. Only the originally obtained ue3 results were reported outside of the laboratory. No corrected reports have been generated to date. This report is for the patient sample tested on (B)(6) 2012. There was no death or injury associated with this event and patient treatment was not impacted.

Manufacturer narrative:
The customer stated to customer technical support (cts) that the ue3 samples are collected off-site as this laboratory is a reference lab. The serum samples are aliquoted into a 12x75mm tube and then frozen prior to being shipped for analysis. Prior to reanalysis the customer thaws the sample and centrifuges it for 2 minutes at 3000 rpm at room temperature. The customer also noted that the samples have all appeared normal with no indication of them being either short draws or containing any fibrin. Based on qc charts supplied by the customer dated from (B)(6) 2011 to (B)(6) 2012, the three levels of ue3 qc were performed on each day. All of the level ii and level iii qc values were within +/- 2sd of the customer's established means. However, the level I qc has shown considerable erratic behavior, typically resulting out of range >2sd high when it does fail. Calibration curves from (B)(6) 2011 to (B)(6) 2012 were all in acceptable ranges. System checks supplied by the customer passed within instrument specifications, except the system check performed on (B)(6) 2011 did fail the unwashed %cv specification, but it passed upon re-testing. A field service engineer (fse) was dispatched on (B)(4) 2012 for this event. The fse replaced a reagent pipettor transducer due to temperature issues and also the luminometer due to substrate relative light unit (rlu) values being too low. The fse also performed other minor maintenance and verification procedures to ensure proper instrument performance. Although hardware was a contributing factor an exact cause of the event is unknown and could not be determined. The following mdrs are being reported from this account in connection with this issue: 2122870-2012-00385, 2122870-2012-00386, 2122870-2012-00387, 2122870-2012-00388, 2122870-2012-00389, 2122870-2012-00390.